Event description:
The architect c8000 analyzer, serial number (B)(4), at the customer site was replaced due to tubing identified as having an incorrect diameter. No injury or impact to patient management was reported due to this issue. A product deficiency was identified and field action (B)(4) was taken to address the issue.

Manufacturer narrative:
(B)(4). The following corrective and preventive action has been taken: abbott diagnostics division contacted the four impacted customers to explain the situation and instructed them to immediately discontinue use of these architect c8000 instruments. All impacted customers acknowledged receipt and understanding of this issue on may 29, 2015. All four impacted customers received replacement architect c8000 analyzers.